Event description:
Boston scientific received information that during a routine implant procedure, this right ventricular (rv) lead revealed high pacing impedances greater than 2000 ohms. The lead was repositioned and then re-interrogated with a pacing system analyzer (psa) and revealed a loss of capture (loc) and impedance measurements remained greater than 2000 ohms. The lead was repositioned a third time and measurements were still out of range. The decision was made to implant a new lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed as a completed lead was returned with the ez connector tool attached to the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found fluid noted in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities as the lead passed all electrical testing.